Event description:
It was reported that the patient was revised for a triflange due to poly wear in a competitive cup. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Affected side: unknown hip side.